Event description:
It was reported that the patient had a history of lightheadedness. Reproducible noise was observed on the right ventricular lead. The lead noise and patient symptoms could not be directly correlated. The lead was capped and replaced. The patient was in good condition and no symptoms were reported following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.